Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. Suspected cause was due to the customer¿s personal profiles were deleted from pump. Customer resumed insulin therapy and delivered a correction bolus via the pump to address bg. Customer updated their settings to address the event.